Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from the supply line. The leak was further described as, ¿leak from the supply line coming out from the device¿. Renal therapy services (rts) assisted the care giver with clearing the alarm, ending the therapy session, and disconnecting the patient from the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1, d4 (catalogue #), g1, (manufacturer location), g4, h3, h6 and h10. B5: the description of the device is an integrated apd set w/cassette-3 prong (described as supply line on initial). G1: the device was manufactured at either: baxter healthcare ¿ mountain home, 1900 n highway 201, mountain home, ar 72653, united states or baxter healthcare ¿ dominican republic, (B)(6) km 18.5, parque industrial itabo, piisa, haina, san cristobal, 91000, dominican republic (unknown on initial). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Additionally, the device was tested on a homechoice device with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.